Manufacturer narrative:
During and after power up, the lcd screen has multi-color vertical lines in its right half which in turn makes reading the menus difficult. After further review, there were black pixels at the lower edge of the screen where the lines were positioned. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump did not turn on and had critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that insulin pump had little crack. The insulin pump will not be returned for analysis.